Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, asthma (new or worsening), lung disease and more sinus affection. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, asthma (new or worsening), lung disease and more sinus infection. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following: an unknown contaminant was observed on the accessory flip doors, top enclosure, front panel, pca, rear panel, the interior and exterior of the iso port, bottom enclosure, blower box cap, the ui display ribbon cable, and blower box, what appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box, what appeared to be possible insect carcasses, insect particles, or insect feces were observed on accessory flip doors, top enclosure, front panel, pca, rear panel, the interior and exterior of the iso port, bottom enclosure, blower box cap, the ui display ribbon cable, and blower box. There was six error codes found. The manufacturer used a fitt (foam integrity test tool) and concludes there was evidence of sound abatement foam degradation/breakdown was not observed in this device, likely from a source external to the device. Pil is unable to directly address the symptoms or complaints. Box h: device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.